Event description:
A pt reported blood glucose results of 181 mg/dl and 28 mg/dl "with a lifescan meter, performed within 10 minutes of each. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The customer care rep walked the pt through two blood glucose tests and obtained results of "283 mg/dl and 304 mg/dl" with a lifescan meter performed within 10 minutes. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <= 20% and/or <= 20 mg/dl.